Event description:
It was reported that a patient presented with premature battery depletion, low r wave sensing, and inability to perform a diagnostic test noted on the patient's pacemaker. No intervention was reported. No adverse patient consequences were reported.